Manufacturer narrative:
The reported event of a break in the lead was confirmed. As received, the octrode lead had all its internal wires broken, which would cause the associated returned ipg to auto-reduce the output stimulation due to the high impedances. This would be interpreted by the patient as the ipg turning off. The DHR review has determined that manufacturing completed all steps correctly and there were no errors in the production of the product.

Manufacturer narrative:
Date of event is estimated. Initial reporter phone number: (B)(6).

Event description:
It was reported that the patient's lead was autoreducing and their ipg had become inoperable. As a result, the patient underwent surgical intervention during which the ipg and lead were explanted and replaced. After inspection, a break in lead was observed.